Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited a partial power on reset (por) during interrogation. Additional information reported the right ventricular (rv) lead exhibited high thresholds. The crt-d and rv lead remain in use. No patient complications have been reported as a result of this event.